Event description:
Venous needle came out of patient's arm. Patient loss greater than 100cc of blood. Patient became unresponsive with no pulse noted. Patient given normal saline through arterial needle. CPR initiated. Patient arousable with pulse upon transfer to hospital per (B)(6) ambulance. Needle was noted to have 1 piece of tape left on it. Patient returned to clinic on (B)(6) 2014.